Manufacturer narrative:
The company service rep examined the system and replaced the handpiece pcb. The handpiece pcb is being sent for in-house testing. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse stated the system ejects the cassette when pressure is either increased or decreased. The pt was under general anesthesia. No back up system was available. The case was canceled. The pt was awakened and sent home. No pt injury was reported.